Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
The other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Additional information received on 22-mar-2017 from a legal firm indicated delivery failure had occurred (exact date not provided). The patient experienced overdose and was hospitalized. Explant surgery was performed on (B)(6) 2014. No further complications were reported/anticipated.

Event description:
It was reported that the patient went to their health care provider (hcp) for an oral medication refill and told them that the pump had been alarming for over a week. The pump was interrogated and a motor stall and an ¿exceed tub set message¿ were found, with no motor stall recovery. The date of the motor stall was unknown. The patient had not been experiencing any signs or symptoms of withdrawal. The patient was given an oral baclofen prescription and referred to their hcp. The pump status was reportedly ¿implanted-out of service¿. Additional information received reported the pump recovered from the motor stall and the cause was unknown. It was also unknown if more than one motor stall occurred. The patient was scheduled for a pump replacement on 2014-(B)(6). The patient recovered with no permanent impairment, but this was reported prior to the pump replacement. The pump was infusing baclofen (unknown). Should additional information be received a supplemental report will be filed.